Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing of left ventricular (lv) pace signals on the atrial channel, and noise from an unknown source in some stored episodes. Additionally, the right atrial (ra) lead output was found to be higher than expected, but all other lead trends were within normal limits. Technical services (ts) recommended x-ray imaging and to perform further troubleshooting to rule out lead integrity issues, and also indicated that it would be beneficial to determine the distance between the left ventricle (lv) and the atria. Reprogramming of the ra sensitivity was recommended. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. Post implant x-ray imaging was reviewed, and it was determined that the lv lead is not close to the ra lead. It was also noticed that the leads were curled underneath the implantable device and there is a certain angle coming from the pocket to the subclavian and down. Ts recommended further troubleshooting and to get newer x-ray images in case there is a lead integrity issue. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing of left ventricular (lv) pace signals on the atrial channel, and noise from an unknown source in some stored episodes. Additionally, the right atrial (ra) lead output was found to be higher than expected, but all other lead trends were within normal limits. Technical services (ts) recommended x-ray imaging and to perform further troubleshooting to rule out lead integrity issues, and also indicated that it would be beneficial to determine the distance between the left ventricular (lv) and the atria. Reprogramming of the ra sensitivity was recommended. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.